Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight not provided.

Event description:
It was reported that the abutment screw had loosened at the site. Screw was removed and a new one was placed at the site.

Manufacturer narrative:
One (1) certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual evaluation of the as returned product identified the device with signs of use and wear. Device was measured with caliper cal1831 due sep 02, 2022. No apparent malfunction identified. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on tooth # 30 (universal) and was used for approximately 7 months and 24 days. The customer did not provide any pictures or x-rays. Review of appropriate documentation: document reviewed: biomet 3i restorative products IFU p-iis086gr rev. F 10/2019. Information identified: contraindications, warnings, precautions and potential adverse events. Per the applicable IFU, it is stated that overloading and improper technique may lead to device failure such as screw loosening. DHR review: DHR review was completed for the subject lot number (1239461). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1239461) for similar events and no other complaint was identified. Review completed utilizing keywords: loosening post market trending review: may post market trending was reviewed and there were no actionable events or corrective actions for the reported event (loosening) or product (iunihg). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information device malfunction did not occur. Additionally, the reported event could not be verified as the exact details of event were non-verifiable.

Event description:
There is no update to the original complaint description provided.